Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding pain involving an kinemax patella component was reported. The event was confirmed. Device evaluation not performed as no items were returned, the components remain implanted. DHR review was satisfactory. There have no other similar reported events for the lot referenced. The reported pain was confirmed through the medical records provided. The medical review indicated that the patient had excellent range of motion and the components position was good. There is no evidence of factors of faulty prosthetic design, manufacturing, or materials responsible for this clinical situation. The exact cause of the reported pain could not be determined with the information provided. A CAPA trend analysis was concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient hears lots of popping and scratching sound like metal in both left and right knee. Patient also has pain time to time in both knees. He is concerned if his implant is part of the recall process.

Event description:
It was reported that the patient hears lots of popping and scratching sound like metal in both left and right knee. Patient also has pain time to time in both knees. He is concerned if his implant is part of the recall process.